Manufacturer narrative:
Lot number - the customer reported three potentially associated lot numbers: 16j04v154, 16l12v821, and 16l01v820. Address line 1 - stores department pilmuir street entrance. Postal code - (B)(6). Manufacturing dates: lot. 16j04v154 was manufactured on the 04th of october 2016, lot. 16i12v821 was manufactured on the 29th of september 2016, lot. 16i01v820 was manufactured on the 28th of september 2016. A batch review was conducted for each of the potentially associated lot numbers and there were no deviations found related to this reported condition during the manufacture of any of the lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink IV access valve disconnected from an unspecified set during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was reported that an unspecified number of clear link IV access valves disconnected from unspecified sets. Should additional relevant information become available, a supplemental report will be submitted.